Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient was having syncope and that there was intermittent pacing and a right ventricular lead dislodgement requiring use of a temporary pacemaker. It was also reported that during lead replacement the right atrial lead became dislodged. The right ventricular and right atrial leads were removed and replaced. No further patient complications have been reported as a result of this event.